Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in china where it was inspected by a trained f&p service technician. The unit was serviced and performance tested. Results: visual inspection of the complaint rd900 neopuff infant resuscitator revealed that the gas outlet port was broken. Conclusion: the most likely cause of the reported event is physical damage due to impact. The subject neopuff was repaired and returned to the customer after passing all the required safety and performance tests. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. We also note that the subject neopuff is eight years old. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare(f&p) field representative that the gas outlet port of a rd900 neopuff infant resuscitator was broken. There was no patient involvement.